Manufacturer narrative:
Submitted to FDA 03/27/1998.

Event description:
On 1/14/1998, the facility's or materials manager informed the MFR's (MFR) sales representative of the following: the device catheter "broke off" the device body and the pt had a pulmonary embolus. The MFR's sales representative was in the process of attempting to contact the physician. No further details were provided at this time.